Event description:
Ous MDR - high rv impedances and thresholds noted at follow up. Rv pacing impedances were 1181 ohms, shock impedances were 101 ohms and thresholds were 4v @ 1.0ms. During an rv lead revision the psa gave normal measurements of 480 ohms.

Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, confirming the clinical observation. However, the memory content showed a normal device function while implanted and in service. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The impedance measurement functions of the ICD were inspected showing no peculiarities. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. In conclusion, the device was fully functional. There was no indication of a device malfunction. Particularly the impedance measurement functions proved to be as specified.